Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated she became ill with vomiting one day prior. The next day, she became more ill and went to the ER. She was admitted to the hospital and was "heavily medicated" with darvacet and additionally had an MRI and a cat scan. Additionally, she was treated for high blood glucose. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.